Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, the reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to a faulty/bad printed circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device return is anticipated but to date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii video system center had no image and the customer reported it occurred during two procedures. The issue was found during reprocessing. There were no reports of patient harm. This report is for the second occurrence. The first occurrence is being reported on medwatch with patient identifier (B)(6).